Event description:
Home health agency nurse reported that pt developed an abscess in a chest wound after she cleaned the wound with a cotton tipped applicator. Further alleged that a portion of the cotton tip was found in the abcess indicating that a portion of the cotton may have come off the stick unnoticed and thus contributed to the abcess. This report has not been confirmed.